Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: the pump was returned with moisture in the battery compartment and with scratches on the display lens. A leak test failed due to a crack in the battery compartment at case seal to the left side of the bumper pad and a crack at the top right corner between display lens and pump seal. Opened pump- moisture found on pcb.